Manufacturer narrative:
The reported event of high pacing impedance and loss of capture was not confirmed. As received, a complete lead was returned with the connector sleeve and the guidewire partially inserted in the lead. Examination of the lead did not find any anomalies. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results were within product specifications. The lead could be fully inserted into the test ICD, test connector sleeve and the returned connector sleeve.

Event description:
During the implant procedure, a loss of capture and high pacing impedance were observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.